Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture as well as out of range impedance measurements of greater than 2500 ohms. As a result, the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.